Event description:
It was reported that the clinical study, a4077 wavewriter solis study, spinal cord stimulation (scs) patient woke up with pain which resulted in limited mobility. The patient went to the hospital where the care team determined that the pain originated from the hip. The patient received a hip injection. The patient is doing better. Additional information was received that the physician assessed the hip pain was not device or procedure related.

Event description:
It was reported that the clinical study, a4077 wavewriter solis study, spinal cord stimulation (scs) patient woke up with hip pain which resulted in limited mobility. The patient went to the hospital where the patient received a hip injection. The patient is doing better.